Event description:
It is reported that a customer was hospitalized (B)(6) 2014 for a high blood glucose level of 900 mg/dl. The nurse stated that the battery cap on the insulin pump was not correctly installed. The battery cap looked like it was jammed into the pump and does not look symmetric to the pump. The customer then had low blood glucose of 30-40 mg/dl before they were ministered to the hospital. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window, cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.